Manufacturer narrative:
The user reported that inserting hcp performed two sensor insertions on the same day. It was confirmed that hcp had first inserted an e3 sensor, sensor sn (B)(6) where user couldn't complete the system setup with a 365 transmitter,so customer care advised user would need an e3 transmitter to connect the system.however,e3 sensor was removed and the 365 sensor sn (B)(6) was inserted.the entire procedure happened on the same day, (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported that inserting hcp performed two sensor insertions on the same day. It was confirmed that hcp had first inserted an e3 sensor, sensor sn (B)(6) where user couldn't complete the system setup with a 365 transmitter, so customer care advised user would need an e3 transmitter to connect the system. However, e3 sensor was removed and the 365 sensor sn (B)(6) was inserted. The entire procedure happened on the same day, (B)(6) 2025.

Manufacturer narrative:
B4. Date of this report 15 june 2025. G3. Date received by the manufacturer? 15 june 2025. H6. Medical device problem code updated to 2896. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.